Event description:
While surgeon was activating the curvilinear distractor on the pt's left side, the distractor arm broke off from the distractor body rendering it ineffective. There was a high degree of pt movement while the distractor was being activated. The distractor body has not been replaced and because of where the break occurred, surgeon cannot replace the distractor arm. Consultant reported pt has had a history of noncompliance during distraction, involving high degree of movement.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. Further investigation is on going.